Event description:
It was reported that the battery will not hold a charge. Customer indicated that the battery was discarded and no add'l details can be provided. No adverse pt sequelae was reported.

Manufacturer narrative:
Customer indicated that the device related to this report (nimh battery) was discarded. Therefore, an investigation cannot be performed.